Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the up arrow, down arrow and ok keyapad buttons were unresponsive. There is no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow button was found to be intermittently responsive. All other keypad buttons responded appropriately. Evaluation revealed the bolus button cover to be torn and difficult to press to elicit a response. There was evidence of contamination found under the up arrow key contact. Unrelated to the complaint, evaluation revealed a dim, faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).